Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer stated that the insulin pump delivered too much insulin. The customer was assisted with troubleshooting and the customer stated that the insulin pump works as designed. The customer did not return the product back for analysis.